Manufacturer narrative:
(B)(4). No device was returned for eval; however, during the course of investigation, a review of the complaint history and qc was conducted. The catalog number nor the lot number of the device were provided. Per qc, spec, the wireguides are inspected 100% for bends, kinks, adequate joint strength, correct outside dimension and other surface imperfections. Without benefit of inspecting the complaint wire, it is difficult to determine with certainty why the wire had separated. We have notified the appropriate internal personnel and will continue to monitor complaints for similar events. The risk to pt was evaluated per quality engineering risk assessment (qera), and it was conducted that with the addition of this complaint, the risk remains acceptable and no risk mitigation actions are required.

Event description:
The (B)(6) male pt was undergoing a thrombolysis for deep vein thrombosis. The provider was attempting to gain access to the right popliteal vein. The guidewire in the introducer set became caught and a portion of the wire unwound and a very small piece of the wire broke off. It was not retrieved from the pt. Add'l info received on june 16, 2015: the pt is doring well. The physician indicated that a small portion of the wire did break off during the procedure and wasn't retrieved. The risks of trying to retrieve this small piece were much too high versus just leaving it. The pt may or may not have seen another physician about this, was unsure what he ended up doing. It is unk if the pt underwent any add'l procedures at this time. This info has been requested but not yet provided by the reporter. Neither is it known if there have been any adverse effects at this time. Add'l info has been requested but not yet provided by the reporter. (B)(4).